Event description:
It was reported that the tps sag saw overheated. There was no patient involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.